Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the shoulder tendon suturing procedure, the surgeon used healicoil sa pk. Due to the patient's poor bone quality, a 3.8 bone cone was used to create an opening and the anchor was directly implanted. The surgeon reported that the healicoil laser marking was very faint when displayed under the arthroscope, making it impossible to determine if it was fully implanted. Therefore, the surgeon tested the fixation by pulling on the suture to see if it could be extracted. During this pulling process, the anchor body came out along with the suture. It was discovered that the screw thread part of the anchor was broken and remained in the bone canal, requiring a change in the surgical technique to complete the procedure. Later, the residual screw thread was removed in several stages using a nucleus pulposus forceps. Subsequently, a rejoin 5.5 anchor was used to complete the surgery in the same bone canal. There was a surgical delay greater than 30 minutes, patient status is fine.

Manufacturer narrative:
H11 h3, h6 the reported device was not returned to the designated complaint unit for independent evaluation. However, an analysis of the customer provided image found a picture of an arthroscopic view during the surgery. What seems to be a healicoil device can be seen in the middle of the screen, a section of the screw is fractured. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.